Event description:
During the procedure this device was defective. Upon inflating to 16atm's a loud buzzing noise was heard and the side arms of the device burst apart." The device was removed and replaced. There is no report of pt injury. Device is being returned.